Event description:
The customer reported that during an ladg, sealing was not completed even though an end tone, signifying a completed seal-cycle, was heard. Oozing under 200cc occurred.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.